Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer reported that the permanent cautery spatula (pcs) was damaged. The broken pieces fell into the patient¿s anatomy. All broken pieces were retrieved in the same procedure. The procedure was continuing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no issue. The instrument did not collide with any other instrument or tool. The instrument was not removed at any point during the procedure. The fragment fell when the surgeon moved the instrument. The issue occurred within 1 minute after the instrument was inserted. The fragment was in round shape, and it was removed out of the patient¿s body by using another instrument. The fragment was cracked after it was removed. The customer confirmed that there was no missing piece inside the patient¿s body. No laparoscopy or open surgery were performed to remove the fragment. X-ray was performed after the procedure. The customer did not notice any damage to the cannula or any other damage to the instrument after the issue occurred. There was no patient injury. The patient did not return to the hospital for any post-surgical complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula (pcs) involved with this complaint and completed the device evaluation. Failure analysis found the primary failure of broken idler pulley upon visual inspection to be related to the customer reported complaint. As a result, the idler pulley was found to be dislodged from its proper place on the distal end. The broken and dislodged idler pulley was returned with the instrument and no missing material was observed. The root cause of this failure was not determined. Additional observations, which were not reported by site, were also observed: the instrument was found to have mechanical indentations on the proximal clevis. The root cause of this failure was attributed to mishandling or misuse. The instrument was found to have various scratch marks on the main tube. The scratch marks were 0.064¿ - 0.134¿ in length and were not aligned with the tube axis. The root cause of this failure was typically attributed to mishandling or misuse. The pcs instrument will be transferred to advanced failure analysis engineer for further investigation. A follow-up MDR will be submitted if additional information is obtained. A review of the device logs for the permanent cautery spatula (part# 470184-13/ lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the permanent cautery spatula was last used on (B)(6) 2022 via system serial# (B)(4). There were 5 uses remaining after this last usage. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. Review of the provided image is consistent with the alleged complaint of broken piece of the pcs. Root cause of the failure mode would need to be confirmed with testing of the returned device. This complaint is assessed as a reportable event due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure. At this time, it is unknown what caused the breakage to occur.

Manufacturer narrative:
Additional analysis was performed on the permanent cautery spatula instrument by an advanced failure analysis engineer. The initial findings were confirmed. The instrument was found to have a broken distal pulley. The broken distal pulley was inspected closer, and it was observed that one side of the break had a clean, stepped structure on the fracture surface while the other side appeared more ragged. The mechanical indentations/burrs on the proximal clevis were observed to be next to the broken distal pulley. It was likely that what caused the proximal clevis damage also caused the distal pulley to break. The root cause was attributed to the user mishandling or misuse, likely due to instrument collision.

Event description:
Refer to h10/h11 for follow-up information.